Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump had no down occlusion. No adverse effects reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Review of the event history log found no evidence of the reported customer complaint. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device underwent pressure switch test, confirming the reported customer complaint-found to be not activating properly. Fluid ingressions were found on pump by chassis base of the downstream occlusion sensor, causing the reported complaint. The problem source was found to be user interface.